Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during  intra-uterine insufflation for laparoscopic hysterectomy, the balloon would not inflate. Co2 did not pass through the trocar and trocar did not reach abdomen. The event resulted to the delay of management of patient not reaching 30 minutes. Another device was used to resolve the issue in order to complete the case. There was no patient injury.